Event description:
The reporter stated, that the stopcock failed. The nurse had just drawn blood and when she turned back to the patient, the handle had fallen out and the line was bleeding back into the bed. There was no patient injury or treatment associated with this event.

Manufacturer narrative:
The sample was received with the plug out of the body. Visual inspection of the plug ring confirmed that it had been fully seated into the body during the manufacturing process. The stopcock was reassembled and leak tested at 45psi. The unit passed with no issues noted. The sample was also tested for force required to pull the ring out of the body. The value was within tolerance. There were no manufacturing issues noted. The product is pressure rated at 45psi. Use of the product at pressures exceeding this tolerance limit will cause the plug to come out. Review of the complaint database indicates this is the only reported issue of this type for this product code in the past 24 months. Smiths was able to confirm the issue and determine a probable cause. No additional action is necessary at this time. Smiths considers this MDR closed with this report.